Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via sales force on (B)(6) 2010 - local reference (B)(4). This case involves an approx (B)(6) female pt who was injected poly-l-lactic acid (sculptra), dose nos, dilution of 0.9 ml (nos), for an unk indication, on (B)(6) 2010 and (B)(6) 2010. Three months after the treatment, the pt experienced nodules. No other information provided. Medical history and concomitant medications were not reported. Outcome: not recovered. Causal relationship: not specified. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4).